Manufacturer narrative:
It was reported a patient underwent an ablation procedure with a coolflow® irrigation pump and a high flow activation problem occurred. It was reported that when the ablation device was discharging, the flow rate would not switch to high during ablation. The desired flow rate of ¿17¿ could not reached and the coolflow® irrigation pump did not provide any error or alarm messages. Not clear if the procedure was completed or postponed. No patient consequences were reported. The high flow activation problem is an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. The coolflow® irrigation pump was sent to technical services where they inspected the unit and they verified the failure. They confirmed the optical encoder was defective. The unit was repaired, and the issue was resolved. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a coolflow® irrigation pump and a high flow activation problem occurred. It was reported that when the ablation device was discharging, the flow rate would not switch to high during ablation. The desired flow rate of ¿17¿ could not reached and the coolflow® irrigation pump did not provide any error or alarm messages. Not clear if the procedure was completed or postponed. No patient consequences were reported. The high flow activation problem is an MDR reportable malfunction. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.